Manufacturer narrative:
(B)(6).

Event description:
It was reported that during reconstruction of the acl by didn't surgery, the screw broke. All pieces were removed from patient with tweezers. A backup was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 10x25mm biosure regenesorb screw, used in treatment, was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. The screw was returned in six pieces of varying sizes. Approximately 8mm of the screw was not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. Without the pertinent clinical details regarding graft type, tunnel size and patient bone quality an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not using a tap in hard bone applications. Not preparing the tibial and femoral tunnels in accordance with the accepted surgical technique. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. This investigation could not identify any evidence of product contribution to the reported complaint. A complaint history review identified no additional complaints for this manufactured lot.